Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) with no asystole. A lead revision was performed and it was repositioned. No additional adverse patient effects were reported.